Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Additional code: hrs. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a sternal reconstruction surgery on (B)(6) 2016. The patient was brought back in on (B)(6) 2016 for an evaluation due to pain. The patient had undergone cardiac surgery on an unknown date. The surgeon decided to remove all the existing intact hardware four (4) plates and twenty-five (25) locking screws. It was then noticed that the patient also had a nonunion of the sternum. The patient was revised to a construct which included sterile plates and screws. It was reported that the procedure was successfully completed with no surgical delay and no patient harm. This report is 28 of 29 for (B)(4).